Event description:
On (B)(6) 2014, it was reported the patient¿s blood glucose was above 600 mg/dl from (B)(6) 2014 to (B)(6) 2014 with leg muscle weakness. It was reported the pump settings had not been changed recently and the patient self-treated with insulin delivery through another insulin pump. Troubleshooting could not be completed. This complaint is being reported since the alleged adverse event was associated with an unknown alleged inaccurate delivery issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/06/2014-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump¿s black box and history were reviewed. The total daily dose history correctly reflected the programmed basal rates. The prime history revealed small prime volumes during cartridge changes. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A delivery accuracy test showed the pump¿s delivery accuracy was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.